Manufacturer narrative:
The field service engineer (fse) found that the needle pierce waste was overflowing and that the vacuum of the instrument was low. The fse flushed all of the vacuum lines attached to the vent waste chamber (vc3) and the instrument ran without any leaks or errors. The instrument vacuum was recovered. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak inside the lh500 instrument. The instrument was giving "aspiration" errors. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with this event.